Event description:
Implant did not work as planned. The legs of the product were opening as soon as the product was removed from the blue holder. Another implant has been used with success. There was no adverse consequence reported.

Manufacturer narrative:
Functional testing (shape recovery testing) confirmed that the returned device conformed to memometal specification. Implant suspected to have expanded early due to a bad temperature management from the surgeon. The root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.